Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became locked up on another manufacturer's wire. The wire and delivery stent device were removed as a unit without incident. No patient injuries or complications occurred.